Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013, stated the patient has not been seen since (B)(6) 2012 and has since expired; the date and cause of death is unknown. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.